Event description:
During the initial implant procedure, the leadless pacemaker (lp) prematurely separated from the delivery catheter. Following the separation the lp remained fixated however decreased sensing and increased capture threshold were observed. The procedure was completed and at a post implant check, the sensing and capture measurements were acceptable.